Manufacturer narrative:
H.3 eval summary: the device would not communicate when received. It was found that the device have a depleted battery and that this was the reason that the device would not communicate. The telemetry signal was checked and found to be an incorrect waveform. It is believed that the erroneous telemetry waveform was caused by multi-chip module damage. The cause of the multi-chip module damage was not determined. It is not known if the multi-chip module also caused the battery depletion.

Event description:
During a routine follow-up, it was difficult to complete a full interrogation of the ICD. The device diagnostics showed that the device had reset. An explant was recommended and performed on 11/6/97.